Event description:
Per the clinic, the patient experienced an extrusion of the electrode array into the external auditory canal (specific date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 12, 2024.